Event description:
It was reported that the pump touch screen had to be plugged into charger in order to interact with the device. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.